Manufacturer narrative:
(B) (4). Conclusion: review of the follow-up data did not reveal anomaly. Visual inspection of the connector header showed trace of blood in the distal terminal blocks but no leaks between proximal and distal connections. The lead tips were correctly tightened. The electrical characteristics of the returned unit were within specs. The returned pacemaker is retained in our returned product storage area; the lead portions were returned to (B) (4) subsidiary.

Event description:
Reportedly, the death of the pt was due to a cardiac arrest. The pacemaker involved in this MDR report was returned for analysis and to know if the device was functioning appropriately. Limited details were available - no follow up files were available but only a printout dated 30 july 2008.